Event description:
It was reported that the customer received a button error alarm on the insulin pump, the buttons were not working, and the display had been blank. No significant events leading up to the alarm were recalled. The customer's blood glucose was 249 mg/dl. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with intermittent up button response due to corroded keypad traces. No button error alarms were noted during testing. The pump was monitored, and no blank display or display anomaly was noted. All operating currents were normal. The pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery, and displacement tests. The pump also had a cracked case at the display window corners, a cracked reservoir tube lip, cracked battery tube threads, and a cracked pump belt clip slot.